Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of general physical health deterioration ("my health deteriorate") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced general physical health deterioration (seriousness criterion medically significant), migraine ("migraines"), hypertension ("hypertension"), eye allergy ("eyes allergy") and skin disorder ("skin disorder"). At the time of the report, the general physical health deterioration, migraine, hypertension, eye allergy and skin disorder outcome was unknown. The reporter considered eye allergy, general physical health deterioration, hypertension, migraine and skin disorder to be related to essure. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1817653) on 22-oct-2018. The most recent information was received on 26-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of general physical health deterioration ("my health deteriorate") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced general physical health deterioration (seriousness criterion medically significant), migraine ("migraines"), hypertension ("hypertension"), eye allergy ("eyes allergy") and skin disorder ("skin disorder"). At the time of the report, the general physical health deterioration, migraine, hypertension, eye allergy and skin disorder outcome was unknown. The reporter considered eye allergy, general physical health deterioration, hypertension, migraine and skin disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] . My health deteriorate [general physical health deterioration] . Migraines [migraine] . Hypertension [hypertension] . Eyes allergy [eye allergy] . Skin disorder [skin disorder] . Neuropathic problems with insertion of spinal cord stimulator [neuropathy] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-oct-2018. The most recent information was received on 16-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and general physical health deterioration ("my health deteriorate") in a female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2020. On unknown date she experienced general physical health deterioration (seriousness criterion medically important), migraine ("migraines"), hypertension ("hypertension"), eye allergy ("eyes allergy"), skin disorder ("skin disorder") and neuropathy peripheral ("neuropathic problems with insertion of spinal cord stimulator") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for general physical health deterioration, migraine, hypertension, eye allergy, skin disorder and neuropathy peripheral were unknown. The reporter considered eye allergy, general physical health deterioration, hypertension, migraine and skin disorder to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to neuropathy peripheral or medical device removal. The reporter commented: major health issues related to the implants during these years in my body. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. Device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 26-oct-2018 for the following meddra preferred term: general physical health deterioration - the analysis in the global safety database revealed 14 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 16-dec-2024: new event medical device removal & neuropathy disorder added. Essure insertion date updated to (B)(6) 2007 accordingly essure product coding changed to ess205. Essure removal date & details updated action taken with drug added. Patient's birth year added. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] my health deteriorate [general physical health deterioration] migraines [migraine] hypertension [hypertension] eyes allergy [eye allergy] skin disorder [skin disorder] neuropathic problems with insertion of spinal cord stimulator [neuropathy] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2018. The most recent information was received on 07-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and general physical health deterioration ("my health deteriorate") in a 46 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2020, 4560 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. On unknown date she experienced general physical health deterioration (seriousness criterion medically important), migraine ("migraines"), hypertension ("hypertension"), eye allergy ("eyes allergy"), skin disorder ("skin disorder") and neuropathy peripheral ("neuropathic problems with insertion of spinal cord stimulator"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for general physical health deterioration, migraine, hypertension, eye allergy, skin disorder and neuropathy peripheral were unknown. The reporter considered eye allergy, general physical health deterioration, hypertension, migraine and skin disorder to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to neuropathy peripheral or medical device removal. The reporter commented: major health issues related to the implants during these years in my body. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. Device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: general physical health deterioration - the analysis in the global safety database revealed 14 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jan-2025: quality safety evaluation of product technical complaint. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.